Event description:
Case description: since last submission, case has been updated with the following: -suspect device batch 'bug0612' expiration date added -investigation result -manufacturer comment. Investigation result: name: novopen 4 - batch bug0612. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Manufacturer comment: on 28-apr-2017: as the novopen 4 has not been returned to novo nordisk a7s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: name: novopen® 4, batch number: bug0612. (B)(4): the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system.(B)(4):the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found.

Event description:
Diabetic ketoacidosis, pen was locked and was not injecting insulin. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "diabetic ketoacidosis" beginning on (B)(6) 2017, "pen was locked and was not injecting insulin" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from an unknown start date due to "diabetes". Patient's weight, height and bmi (body mass index) were not reported. Medical history included diabetes (type and duration not reported). Concomitant medications included novomix 30 penfill (insulin aspart) suspension for injection, 100 u/ml and novorapid flexpen (insulin aspart) solution for injection, 100 u/ml. Treatment included - nph insulin (isophane insulin). Patient was using novomix and novorapid for more than 10 years, but the patient was not following the diet strictly and did not measure blood glucose levels. The patient used novomix 22iu in the morning and 16iu at night with novopen 4. Novorapid used 6 to 8 iu when glucose was high. On (B)(6) 2017, patient was ill. The patient's husband reported that the patient used novomix penfil with novopen 4 and noticed that the insulin in the cartridge did not end. On (B)(6) 2017, the patient had hyperglycaemia (500 mg/dl) and arrived at the hospital fainted. Patient was hospitalised on (B)(6) 2017. The reporter believed that the pen was not injecting insulin which may be the cause of hyperglycaemia and this after to ketoacidosis. In the hospital the patient used nph insulin vial and after one hour continued with 500 mg/dl, then they entered with infusion pump and her glucose began to return to normal. It was reported that the patient did not relate what happened to the drug. The patient changed doctors and the patient was advised to use nph instead of novomix penfill. On (B)(6) 2017, patient was discharged. Patient was not able to use nph penfill because she was not injecting. Did not have the product on hand to provide more product information. Patient used bd needles and needle is changed once a week. Action taken with novopen 4 was not reported. The outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "pen was locked and was not injecting insulin" was not reported.